Event description:
It was reported to boston scientific via an article published in the 37th congress of japanese society of endourology and robotics, that a study was conducted to evaluate in terms of operation time, postoperative catheter placement period, hospital stay, and prostate volume of 3 and 6 months after the surgery. The data of 34 transurethral water vapor therapy cases performed september 2022 and march 2023 were in the scope of this study. The results of the parameters reviewed operation time was 6.4 minutes, the postoperative catheter placement period was 3.4 days, the hospital stay was 7 days. Complications included urinary retention in six patients, febrile urinary tract infection in one patient, and hemostatic surgery for bleeding after surgery in one patient. All six patients with urinary retention after surgery were able to urinate on their own, except for one patient.

Manufacturer narrative:
Block g2: matsutani, r; m, kumagai; kato, y et al. Early results of transurethral water vapor therapy (wave) at saka urological. The 37th congress of japanese society of endourology and robotics. Page 391.

Manufacturer narrative:
Block g2: matsutani, r; m, kumagai; kato, y et al. Early results of transurethral water vapor therapy (wave) at saka urological. The 37th congress of japanese society of endourology and robotics. Page 391.

Event description:
It was reported to boston scientific via an article published in the 37th congress of japanese society of endourology and robotics, that a study was conducted to evaluate in terms of operation time, postoperative catheter placement period, hospital stay, and prostate volume of 3 and 6 months after the surgery. The data of 34 transurethral water vapor therapy cases performed september 2022 and march 2023 were in the scope of this study. The results of the parameters reviewed operation time was 6.4 minutes, the postoperative catheter placement period was 3.4 days, the hospital stay was 7 days. Complications included urinary retention in six patients, febrile urinary tract infection in one patient, and hemostatic surgery for bleeding after surgery in one patient. All six patients with urinary retention after surgery were able to urinate on their own, except for one patient.